Manufacturer narrative:
(B)(4). 3004753838-2026-118731 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 04/16/2026 it was determined this complaint is not reportable per corpft-140202

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. It was indicated that the patient entered bg values outside the 40-400 range, which is misuse of the device. No data was provided for evaluation. The patient reported glucose readings of 550 and 20 but did not clarify which values correspond to cgm or bg measurements. No injury or medical intervention was reported.